Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4)- the dentist tried to install the dental implant in region #9 but it hasn't presented primary stability so the implant was removed. Bone graft was executed and no further information was provided.